Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported there was a coupling problem. The reporter stated an x-ray was done and the implantable neurostimulator (ins) did not look flipped. It was noted the patient had a minor change in weight and there was slight slipping in the pocket. The reporter stated the ins had a slight tilt that was new. It was noted the patient had no known falls. It was further noted that antenna locate was used with two different rechargers and the manufacturing representative could only get two coupling bars. It was noted the patient used to get eight coupling bars until about a month ago. The reporter stated nothing significant was reported around that time. It was noted the ins was pretty superficial and had a slight tilt under the skin. The reporter stated there was a little movement of the ins under the skin. It was noted the ins was read and everything was fine with the ins and impedances. Additional information was requested, but was not available as of the date of this report.